Event description:
A us distributor reported that a patient's electrode belt cannot run detect and treat testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was isolated to the electrode belt having a broken j702 component causing a poor connection to the trunk cable. The root cause for the broken j702 component could not be positively identified. There was no adverse event that resulted from the damaged belt.